Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the threads are damaged on the tip of positioner. The device shows sign of significant wear/use. The device was manufactured in 2013. A clinical evaluation was conducted and confirms per the complaint details, the cup ¿kept falling off¿ of the device during impaction due to ¿messed up¿ threading. The visual product evaluation confirmed device wear. Reportedly, the procedure was successfully completed with the same device without surgical delay or patient injury/harm; therefore, no further medical assessment is warranted at this time. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a thr procedure the threading on the reflection cup positioner/impactor was found messed up. The surgeon could not keep the cup screwed on while impacting into the acetabulum. It kept falling off inside the patient. No surgical delays reported. Procedure was finished with the same device.